Event description:
Reporter noted that after lasering, when removing probe from the eye, the metal tip stayed in port. Although he removed it without pt injury, felt it could have been serious if it had broken off inside the eye.